Event description:
It was reported that the customer had a blood glucose level in the 500s mg/dl. The customer stated he had had issues with his insulin infusion set not adhering to his body and calibration issues with his sensor. Standard troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).